Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of granuloma as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported after injection with unspecified juvederm patients experienced granuloma." Physician did not provide information on the number of patients affected, biopsy results, or medical or surgical intervention provided to the patients. Symptoms are ongoing.